Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the e-luminexx vascular stent products that are cleared in the us. The 510 k number and pro code for the e-luminexx vascular stent products are identified. As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article citation: pech, m. (2014). CT-assisted transfemoral intrahepatic portosystemic shunt in a long duration follow-up: a case report. Polish journal of radiology, 79, 39¿41. Doi: 10.12659/pjr.889841.

Event description:
It was reported in an article from the journal of polish journal of radiology titled " CT-assisted transfemoral intrahepatic portosystemic shunt in a long duration follow-up: a case report " that transjugular intrahepatic portosystemic shunt (tips) procedure was secured with a stent graft and a stent placement in a patient with recurrent variceal bleeding. At 6 month follow up, an ultrasound revealed a fracture of the bare metal stent with migration in the proximal inferior vena cava, right atrium and the right ventricle, however, the flow through the tips remained undisturbed. C-ray fluoroscopy and computed tomography confirmed of these 3 stent fragments to be fixed by conservative treatment; recommended acetylosalicylic acid 100 mg per day and an ultrasound follow-up in 3 months. The patient remains in good clinical status to this day and all follow-up examinations demonstrate the shunt to be patent with no further migration of the fragments.